Event description:
Patient seen in office for routine ICD follow up found fault code 1003 (voltage too low for projected remaining capacity) had triggered approximately 2 weeks earlier. Bsc tech services recommended generator change within 90 days. Patient opted to wait due to chemotherapy. Generator changed approximately 3.5 months later.